Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed. The finger switch plate was tested on site, and found to be working. It was however reported that in this case no arm supports were used to ensure that the patient's extremities remained on the tabletop. Arm supports are delivered with each MRI system. These arm supports can be used to avoid finger pinching.

Event description:
Philips received a report from a customer that a patient's finger got injured while being moved into the bore of the mr system. The finger of the patient was pinched between the table top and the magnet bore cover, resulting into a fracture of the finger.